Manufacturer narrative:
Concomitant medical products: 50ml hospira bag, ndc (B)(4), lot number: 85-117-jt, exp: 1 jul 2019, magnesium sulfate. The customer¿s experience of an overinfusion of magnesium sulfate was not confirmed. Physical inspection showed the latch/sear was a third party part with an incorrectly installed springe. The male and female iui connectors contained corrosion. No breakage was identified. The pcu event log showed pump module s/n (B)(4) was programmed to infuse magnesium sulfate 2gram/50ml (drugid 285) at a rate of 25ml/hr with a vtbi of 50ml to infuse over 2 hours at 4:37 am on (B)(6) 2018. At 4:57 am, the device alarmed for air in line. The infusion was paused and subsequently the device was powered off. The volume recorded as being infused during this period was 8.111ml. Functional testing found no anomalies. The root cause of the customer¿s report of an overinfusion of magnesium sulfate was not identified.

Event description:
The customer reported that the nurse initiated a primary infusion of magnesium sulfate 2g/50ml programmed to infuse at 25ml/hr and then proceeded to provide the patient a bath. Approximately 30 to 45 minutes after the initiation of the infusion, the pump alarmed air-in-line. Upon the rn's assessment it was found that the magnesium bag was empty and had infuse faster than the expected 2 hours. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nurse initiated a primary infusion of magnesium sulfate 2g/50ml programmed to infuse at 25ml/hr and then proceeded to provide the patient a bath. Approximately 30 to 45 minutes after the initiation of the infusion, the pump alarmed air-in-line. Upon the rn's assessment it was found that the magnesium bag was empty and had infuse faster than the expected 2 hours. There was no patient harm.

Event description:
The customer reported that the nurse initiated a primary infusion of magnesium sulfate 2g/50ml programmed to infuse at 25ml/hr and then proceeded to provide the patient a bath. Approximately 30 to 45 minutes after the initiation of the infusion, the pump alarmed air-in-line. Upon the rn's assessment it was found that the magnesium bag was empty and had infuse faster than the expected 2 hours. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.